Event description:
It was reported by the surgeon that the implant appeared to be discolored after it underwent sterilization at the hospital. The implant was placed in the patient. Multiple attempts have been made and no further information has been made available.

Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly.

Manufacturer narrative:
This product was a part of a compassionate use case. After the original MDR was filed, the FDA was contacted to advise on whether or not a medwatch MDR should be filed for compassionate use devices. The FDA advised that the appropriate means to report a problem involving compassionate use devices is to submit to the address on the approval letter referencing the v# that it was assigned. Therefore, this supplemental MDR is being made to cancel this MDR.

Event description:
It was reported by the surgeon that the implant appeared to be discolored after it underwent sterilization at the hospital. The implant was placed in the patient. Multiple attempts have been made and no further information has been made available. This product was a part of a compassionate use case. After the original MDR was filed, the FDA was contacted to advise on whether or not a medwatch MDR should be filed for compassionate use devices. The FDA advised that the appropriate means to report a problem involving compassionate use devices is to submit to the address on the approval letter referencing the v# that it was assigned. Therefore, this supplemental MDR is being made to cancel this MDR.